Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was treated with gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. The patient reportedly presented with a narrow and long aortic neck. Having deployed a gore® excluder® conformable aaa endoprosthesis cxt201414e, attempting to cannulate the contralateral gate was reportedly very difficult as it was compressed inside the narrow aorta. However, a guidewire was eventually positioned and a 12 french sheath was advanced into contralateral gate of the cxt201414e component. Following insertion of a uf catheter into the gate, the catheter could not rotate inside the proximal portion of the cxt component above the flow splitter due to the small aortic diameter. To test as to whether the catheter was actually inside the gate, an aortic molding and occlusion balloon catheter mob37 was used and it was concluded that the gate had in fact been cannulated. The procedure was continued with a gore® excluder® contralateral leg component plc201000 on the right and a gore® excluder® iliac extender component pll161207 on the left as an ipsilateral extension. Final angiography imaging identified limited flow in the right limb that appeared to be partially occluded by thrombus. A thrombectomy catheter was used to solve this. The procedure concluded. During post-operative angiography three hours later, the plc201000 component on the right was reported to have been occluded distally from the flowsplitter and another attempt was made to regain access and remedy the situation. This, however, was reportedly not successful as it appeared that the contralateral plc201000 component was not connected to the cxt201414e component. Reportedly, the physicians believe that the plc201000 stent was deployed behind the contralateral gate rather than inside it. To secure blood supply on the right side towards distal, a femoral-femoral crossover bypass with a gore® propaten® vascular graft 8 mm x 40 cm was performed. The patient tolerated the procedure.

Manufacturer narrative:
H6, health effect - clinical code: added code 4440. H6, type of investigation: added code 4111. H6, investigation conclusions: added code 61. H6, component code: added code 515. Images were requested but not available. H6, medical device problem code: replaced code 2616 with 1158.

Manufacturer narrative:
G1: corrected data: manufacturing registration number is 3013164176.